Manufacturer narrative:
Product event summary: 6935 lead: analysis was performed and no anomalies were found, and visual summary analysis of the lead indicated damage at implant. Concomitant products: explanted: (B)(6) 2013; product ID d154awg ICD, implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during the elective replacement of the right ventricular (rv) lead implant procedure, the rv lead failed the de fibrillation thresholds testing. The lead was, therefore, not used and was replaced. The lead has been returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the elective replacement of the right ventricular (rv) lead implant procedure, the rv lead failed the de fibrillation thresholds testing. The lead was, therefore, not used and was replaced. The lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694965, implantable tachy lead implanted: 2007-(B)(6), explanted: 2013-(B)(6), product ID d154awg implantable cardioverter defibrillator (ICD) implanted: 2007-(B)(6), explanted: 2013-(B)(6), (B)(4).